Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. The complaint is a known risk of the procedure and is documented in the literature.

Event description:
A report was received indicating that during use of the torflex transseptal guiding sheath, material was observed to come out of the dilator when used with a mechanical needle without the stylet (medtronic brk). When the needle and dilator were pulled, the material shavings could be seen on the sterile table. The mechanical needle used during the procedure was not manufactured by baylis medical company. While there is no evidence to suggest that the torflex transseptal guiding sheath used caused or contributed to the complaint, this report is being submitted by baylis medical company as the torflex transseptal guiding sheath was one of the devices used. The reported issue was observed on two separate occasions. As such, separate MDR reports have been submitted for each device involved. The corresponding report is submitted under MFR report #: 9710452-2018-00016.